Event description:
Was having a crown installed by my dentist. Nsk ti-max z95l electric dental handpiece, serial # (B)(4), overheated and severely burned my tongue, caused severe pain and suffering, and has left a hard scar on my tongue. Still awaiting nsk dental test results. FDA safety report ID# (B)(4).